Event description:
It was reported that the patient presented for a routine follow up. The right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The noise was reproducible with isometrics and pocket manipulation. The device was reprogrammed to vvi mode. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.